Manufacturer narrative:
The full number for the product in question is PMA/510 (k)# bk020053 (1/27/03). Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, and determined that the instrument test well image in question was visually negative. An immucor field service engineer visited the customer site to assess the testing instrument used on (B)(6) 2017 and found it to be operating as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2017.